Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "flow accuracy issue" was not confirmed through, fluid accuracy test. Fluid accuracy test was performed three times with all tests within acceptable parameters. No events related to the complaint were found in the device event log/alarm history. Further investigation found the downstream occlusion (dso) seal was torn. The dso seal was replaced. Performed dso/upstream occlusion (uso) sensor calibration. Updated software and unit reset to standard configuration. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿there was flow accuracy issue¿; during device evaluation it was found that the downstream occlusion seal was torn. There event occurred during self-test.